Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a patient line is blocked alarm during drain 5 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). An alternate treatment option was reported to be available. Upon follow up, the patient confirmed that treatment was completed on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. An external visual inspection was performed with no damage noted. Although there was evidence of dried fluid present in the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed and completed with no issues. There were no fluid leaks during the ast. During fill of cycle 1 of the post-ast fifteen minute treatment, a make sure heater bag is on heather tray and unclamped message occurred and treatment canceled. An inspection of the heater tray/scale found it was not obstructed and functioning correctly. There were no fluid leaks during the test treatment. The failure was due to a fluid intrusion which clogged hp1 filter. The filter was replaced and a second treatment was performed and completed without failures. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler underwent a valve actuation test and system air leak test and passed. The cycler tested positive for glucose. An internal visual inspection identified dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.